Event description:
It was reported that (2) devices were used during a colon resection. It was reported by the rep that the tcr75 cartridge locked out during the case. A new tcr75 reload was used to complete the case. There was no consequence to the pt.